Event description:
Report received of tubing separation. A homecare pt was receiving an infusion of dilaudid, via an unspecified venous access. The customer contact reported that at an unspecified time during the infusion the pt reported that the tubing had separated at the "blue foil". Therapy was resummed using a replacement tubing set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.